Event description:
The customer reported that in the hemodynamic unit, the intra-aortic balloon (iab) ruptured spontaneously and helium was released in the blood of the patient. It was impossible to remove the balloon; surgery was needed and it was successful.

Manufacturer narrative:
MFR control number: (B)(4) .